Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Based on article: vena cava filter retrieval with aorto-iliac arterial strut penetration. Holly et al. 2018. (B)(4). Summary of investigational findings: complaint event identified in article with the purpose to evaluate the safety and technical success of inferior vena cava filter retrieval in the setting of aorto-iliac arterial strut penetration. Filter placed for the indication of trauma/ prophylaxsis. Implant duration of 52 months. IFU mentions, vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter) and IFU warns in connection with this, potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Based on the limited information provided it would be inappropriate to speculate what caused the reported events and there is no evidence to suggest device failure. The article does report "technical success of vena cava retrieval was 100%, without any major adverse events" removal procedure technique utilized wire loop, sheath size = (12f). Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. "Article conclusion findings suggest that chronically indwelling ivc filters with aorto-iliac arterial strut penetration can be safely retrieved endovascularly. However, given the small sample size and heterogeneous methods, the results suggest recommending such filter retrievals being performed by experienced operators with access to materials such as stent grafts and occlusion balloons in the setting of an unexpected complication." No evidence to suggest that the product was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to article: arterial penetration was determined based on preprocedure CT imaging in all cases. At least one strut penetrating either the aorta or iliac artery. Implant duration: 52 months. Patient outcome: post-thrombotic syndrome.